Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Reportedly, o-ring cracked and fell out around the opening of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, broken off battery tube threads, partially broken off reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.